Manufacturer narrative:
The investigation for the reported console "purge system failure" alarm has been completed. The console was returned for evaluation. The logs were reviewed which revealed multiple purge system failure errors. The console was evaluated finding that the purge motor would not fully rotate and would not correctly respond to commands from the purge unit driver. The most likely cause of the ribbon cable being incorrectly seated was that the cable header locking mechanism was defective and therefore allowed the ribbon cable to become loose.

Event description:
The us complainant reported that during preparation in the operating room, the circulating nurse spilled d5w on the cassette and automated impella controller (aic) while spiking the bag. The d5w was cleaned off and the pump was prepped per best practice. About 5-10 minutes into pump priming, a critical ¿pump system failure¿ alarm appeared. Due to availability of secondary aic, the decision was made to switch aics before opening new purge cassette. Aic-to-aic transfer made without incident.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.